Event description:
It was reported that a dexcom g7 continuous glucose monitor would not pair with the ilet application, resulting in repeated sensor pairing failures, sensor replacement prompts, and automated dosing stoppage. Symptoms included potential interruption of automated insulin dosing without reported adverse clinical effects. Outcomes included dosing suspension and the need to replace or reattempt sensor pairing. Investigation included complaint review, device history and labeling review, and technical troubleshooting with the user. Investigation of this case revealed unsuccessful bluetooth pairing between the g7 sensor and the ilet app with consequent system-driven dosing halt, consistent with sensor malfunction and communication failure. It was concluded that the event was attributable to a dexcom g7 pairing failure that triggered dosing stop safeguards; the ilet functioned as designed by suspending automated dosing in response to sensor communication loss. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.